Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's bridge board was removed and returned. The reported malfunction was not replicated or confirmed. The bridge board was put through extensive testing without duplicating the malfunction. The customer was sent a replacement bridge board. No trend is associated with reports of this type.